Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
Per the (B)(6) posts regarding space pumps: event 2 - user (B)(6). Watch your heparin if using the drug library! There's no max for the pump.. So when you put in weight it auto sets your dose and does not max out at the 20 ml/hour.